Event description:
It was reported that the customer labeled cells incorrectly with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter, translated from italian to english: the client had labeled the cells incorrectly and could not understand if it was the instrument or the sample not compliant. We later found out that the customer had labeled the cells wrongly. Was an erroneous result observed on a patient sample for clinical use? No. Was a false positive result reported to a patient? No. If so what was the impact to the patient treatment? No impact for the patient.

Manufacturer narrative:
After further review and additional information this complaint was determined to be not reportable. There was sample preparation error. This event is likely to be associated with an improper or incorrect procedure or method resulting in short-term interruption in the devices ability to perform as intended and clinically inconsequential prolongation in diagnostic identification. These results are not associated with urgent or stat diagnostic tests. In addition, labs have a process and usually have alternate means for processing tests. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. MFR# 2916837-2020-00022 is void as a result.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the customer labeled cells incorrectly with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter, translated from (B)(6) to english: the client had labeled the cells incorrectly and could not understand if it was the instrument or the sample not compliant. We later found out that the customer had labeled the cells wrongly. Was an erroneous result observed on a patient sample for clinical use? No. Was a false positive result reported to a patient? No. If so what was the impact to the patient treatment? No impact for the patient.